Event description:
It was reported that the pump usb port was damaged and loose causing difficulty charging. In addition, it was the wall charger was not charging the pump. The customer's blood glucose was 120-121 mg/dl. Reportedly, the customer used an alternate usb cable and was able to successfully charge the pump. Reportedly, the customer continued to use the pump for insulin therapy.